Manufacturer narrative:
Additional information: product analysis results: visual functional visual inspection confirmed the ibt was returned. Functional inspection with a sample syringe confirmed the ibt was leaking at the tip of the balloon. Optical examination confirmed there was a cut/hole at the tip. It appears the balloon came in contact with a bone splinter causing the rupture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty at l1 due to vertebral compression fracture (vcf). Intra-op, upon inflation the ibt ruptured at 150 psi. There were no patient symptoms or complications as a result of this event.